Manufacturer narrative:
A user maintenance error may have contributed to the instrument issue as the field service engineer found that the co2 membrane assembly was incorrectly installed backwards. An additional medical device report was filed based on the same set of events as medwatch #2050012-2011-08106, (B)(4). ((B)(4).)

Event description:
Customer called to report that the synchron cx delta clinical system's sodium (na), chloride (cl), and calcium (ca) calibrations were failing, resulting in erroneous patient results. Customer stated that patient treatment was not affected as results were not reported outside the laboratory. Customer stated that the quality controls for cl were running low on level 3, then normal when repeated. Customer also stated that the cl electrode was replaced the week prior, and the calcium tip on the day of the call. Customer also performed a flow maintenance the day customer called. The customer technical specialist generated a service request. The field service engineer (fse) inspected the instrument and found that the carbon dioxide (co2) membrane assembly was installed backwards. The fse then replaced the co2 and na electrodes and the carbon bridge, then reinstalled the co2 membrane assembly. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the issue.